Manufacturer narrative:
Concomitant products: 5054 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest and the right atrial (ra) lead exhibited a suspected fracture, along with oversensing of noise. It was noted there were several atrial high rate episodes detected as false atrial fibrillation (af). The ra lead had automatically underwent a polarity switch from bipolar pacing configuration to unipolar pacing and was reprogrammed to ddir. It was noted the ra lead will be replaced at the next device replacement procedure and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.